Event description:
Consumer alleges she was going thru her doorway and the unit allegedly jet backward allegedly making her fall off the unit.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The alleged event could not be duplicated in a 1.5 hr test ride.

Event description:
Consumer alleges she was going thru her doorway and the unit allegedly jet backward allegedly making her fall off the unit.